Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ('pelvic complaints') and abortion spontaneous ('embryo abnormal / embryo turned out not the be good afterwards') in a female patient who had essure (batch no. 841393, 872996) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), mood swings ("serious mood swings") and musculoskeletal discomfort ("back complaints"). The patient was treated with surgery (essure removal) and curettage was performed. Essure was removed. At the time of the report, the pelvic discomfort, pregnancy with contraceptive device, abortion spontaneous, mood swings and musculoskeletal discomfort outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, mood swings, musculoskeletal discomfort, pelvic discomfort and pregnancy with contraceptive device with essure. The reporter commented: she informed that the essure have damaged the embryo. Due to mood swings and back/pelvic complaints, she could no longer perform her work properly. At first, she blamed her complaints on other things, but this year she had this excluded. Lot number:841393 manufacture date:2011/03 expiration date:2014/03. Lot number:872996 manufacture date:2011/07 expiration date:2014/07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic complaints / constant pain") and abortion spontaneous ("embryo abnormal / embryo turned out not the be good afterwards") in a female patient who had essure inserted (lot no. 841393, 872996) for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), mood swings ("serious mood swings"), amnesia ("amnesia"), alopecia ("hair loss") and fatigue ("constantly tired") and was found to have hormone level abnormal ("hormonal problems"). In (B)(6) 2012 she experienced pregnancy with contraceptive device ("pregnant"). On (B)(6) 2019 she experienced device expulsion ("essure coils had migrated to her uterus"). Essure was removed the same day. An unknown time later she experienced abortion spontaneous (seriousness criterion medically important) and musculoskeletal discomfort ("back complaints"). The patient was treated with surgery (both fallopian tubes and parts of uterus removed) and non-drug therapy (curettage). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, amnesia, device expulsion, fatigue, hormone level abnormal, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure administration. No causality assessment was received for essure with regard to musculoskeletal discomfort. The reporter commented: events started almost immediately after essure implantation. She informed that the essure have damaged the embryo and she hat to have the pregnancy terminated. Due to mood swings and back/pelvic complaints, she could no longer perform her work properly. At first, she blamed her complaints on other things, but this year she had this excluded. At time of follow up report she had almost no complaints (unspecified which events had resolved). Lot number: 841393, manufacture date: 2011/03, expiration date: 2014/03 lot number: 872996, manufacture date: 2011/07, expiration date: 2014/07. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 29-sep-2022: no new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic complaints / constant pain") and abortion spontaneous ("embryo abnormal / embryo turned out not the be good afterwards") in a female patient who had essure inserted (lot no. 841393, 872996) for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), mood swings ("serious mood swings"), amnesia ("amnesia"), alopecia ("hair loss") and fatigue ("constantly tired") and was found to have hormone level abnormal ("hormonal problems"). In (B)(6) 2012 she experienced pregnancy with contraceptive device ("pregnant"). On (B)(6) 2019 she experienced device expulsion ("essure coils had migrated to her uterus"). Essure was removed the same day. An unknown time later she experienced abortion spontaneous (seriousness criterion medically important) and musculoskeletal discomfort ("back complaints"). The patient was treated with surgery (both fallopian tubes and parts of uterus removed) and non-drug therapy (curettage). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, amnesia, device expulsion, fatigue, hormone level abnormal, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure administration. No causality assessment was received for essure with regard to musculoskeletal discomfort. The reporter commented: events started almost immediately after essure implantation. She informed that the essure have damaged the embryo and she hat to have the pregnancy terminated. Due to mood swings and back/pelvic complaints, she could no longer perform her work properly. At first, she blamed her complaints on other things, but this year she had this excluded. At time of follow up report she had almost no complaints (unspecified which events had resolved). Lot number: 841393, manufacture date:2011-03, expiration date: 2014-03 lot number: 872996, manufacture date:2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-oct-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic discomfort ('pelvic complaints'), pregnancy with contraceptive device ('pregnant') and abortion spontaneous ('embryo abnormal / embryo turned out not to be good afterwards') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), mood swings ("serious mood swings") and musculoskeletal discomfort ("back complaints"). The patient was treated with surgery (essure removal) and curettage was performed. Essure was removed. At the time of the report, the pelvic discomfort, pregnancy with contraceptive device, abortion spontaneous, mood swings and musculoskeletal discomfort outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, mood swings, musculoskeletal discomfort, pelvic discomfort and pregnancy with contraceptive device with essure. The reporter commented: she informed that the essure have damaged the embryo. Due to mood swings and back/pelvic complaints, she could no longer perform her work properly. At first, she blamed her complaints on other things, but this year she had this excluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic complaints / constant pain') and abortion spontaneous ('embryo abnormal / embryo turned out not the be good afterwards') in a female patient who had essure (batch no. 841393, 872996) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("serious mood swings"), amnesia ("amnesia"), alopecia ("hair loss") and fatigue ("constantly tired") and was found to have hormone level abnormal ("hormonal problems "). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On (B)(6) 2019, the patient experienced device expulsion ("essure coils had migrated to her uterus"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and musculoskeletal discomfort ("back complaints"). The patient was treated with surgery (both fallopian tubes and parts of uterus removed) and curettage. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, mood swings, musculoskeletal discomfort, amnesia, alopecia, hormone level abnormal, fatigue and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for musculoskeletal discomfort with essure. The reporter considered abortion spontaneous, alopecia, amnesia, device expulsion, fatigue, hormone level abnormal, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she informed that the essure have damaged the embryo. Due to mood swings and back/pelvic complaints, she could no longer perform her work properly. At first, she blamed her complaints on other things, but this year she had this excluded. Lot number:841393 manufacture date:2011/03 expiration date:2014/03. Lot number:872996 manufacture date:2011/07 expiration date:2014/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: reporter, stop date of essure and events amnesia, hair loss, constant pain, hormonal problems, constantly tired and essure coils had migrated to her uterus added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ('pelvic complaints') and abortion spontaneous ('embryo abnormal / embryo turned out not the be good afterwards') in a female patient who had essure (batch no. 841393, 872996) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), mood swings ("serious mood swings") and musculoskeletal discomfort ("back complaints"). The patient was treated with surgery (essure removal) and curettage was performed. Essure was removed. At the time of the report, the pelvic discomfort, pregnancy with contraceptive device, abortion spontaneous, mood swings and musculoskeletal discomfort outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, mood swings, musculoskeletal discomfort, pelvic discomfort and pregnancy with contraceptive device with essure. The reporter commented: she informed that the essure have damaged the embryo. Due to mood swings and back/pelvic complaints, she could no longer perform her work properly. At first, she blamed her complaints on other things, but this year she had this excluded. Most recent follow-up information incorporated above includes: on 3-mar-2020: lawyer (new reporter) provided essure lot numbers (841393, 872996). Date of essure insertion was specified. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.